Manufacturer narrative:
D4 - the UDI number is not known as the part and lot numbers were not provided literature attachment: the fate of mitral valve surgery in the pediatric age: a 25-year single-center experience as reported in a research article, on an unknown date, a 19mm unknown st. Jude mitral valve was implanted. Post-procedure on an unknown date, it was reported the valve was "stuck" and a decision was made to replace with a 21mm non-abbott valve. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device was received for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
The article, "the fate of mitral valve surgery in the pediatric age: a 25-year single-center experience", was reviewed. The article presented a case study of a 4 month old patient. It was reported that on an unknown date, a 19mm unknown st. Jude mitral valve was implanted. Post-procedure on an unknown date, it was reported the valve was "stuck" and a decision was made to replace with a 21mm magna ease valve. The article concluded this study demonstrated encouraging outcomes for mitral valve (mv) repair. The mortality of patients with congenital mitral valve disease may also be related to a difficult postoperative course, rather than the mv lesion itself. [The primary and corresponding author was eitan keizman, department of cardiac surgery, the leviev cardiothoracic and vascular center, sheba medical center, ramat-gan 5266202, israel, with corresponding email: eitan.keizman@sheba.health.gov.il].